Event description:
Customer reported receiving inaccurate erratic readings. In blood glucose tests, customer received readings of 60 and 286 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the 'c' zone showing the different in values to be clinically significant. Customer reported the sequence of events beginning with a reading of 45 mg/dl at 6:36 pm. Customer ingested two glucose tablets and tested again at 6:45 pm with a result of 95 followed by the customer ingesting cheese. A reading of 286 was received at 6:59 and within 10 minutes a reading of 60 and 74 mg/dl occurred. At 7:13 customer received a 103 mg/dl and traveled to the emergency room, but was not treated. Blood and urine tests were completed.

Manufacturer narrative:
Customer has not been diagnosed as a diabetic.